Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (svc code 204) has been confirmed. Upon investigation the trunk cable connector was broken and the black (main battery), orange (+5v) and yellow (pgnd) wires were broken. The root cause of the damaged connector and broken wires could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged connector and broken wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that her monitor was displaying a svc code 204 and that there was a problem with the connection between her electrode belt and her monitor. The pt was issued a replacement electrode belt.